Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up with their right atrial (ra) and right ventricular (rv) lead exhibiting noise, resulting in inhibition of pacing. The ra and rv leads were explanted and replaced on (B)(6) 2018. The patient was stable before, during, and after.